Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed confirming the reported no audio output. The root cause was determined to be a defective speaker.